Manufacturer narrative:
A review of the site's system logs revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target nodule was 18 millimeters (mm) in size and 6 mm away from the minor fissure and in between the right middle lobe (rml) and right lower lobe (rll). The procedure was completed as planned. The pneumothorax was not immediately seen on post-biopsy fluoroscopy. The patient remained under general anesthesia and on a ventilator 20 minutes after the procedure due to slow emersion from general anesthesia. Upon waking up, the patient complained of mild pleuritic chest pain without hypoxia or hemodynamic compromise. A chest x-ray revealed a moderate-sized pneumothorax and a small bore chest tube was placed to resolve it. The pneumothorax completely resolved within 4 hours and the patient was subsequently discharged home in less than 48 hours with no lasting complications. The physician believed the pneumothorax was not ion-related and it would have likely occurred via another modality. The pneumothorax was an expected complication of the procedure due to the location of the target nodule. There was no device malfunction associated with the event.